Manufacturer narrative:
(B)(4).

Event description:
The complaint indicates that the patient reported a missing sensor wire. Based on visual inspection, testing concluded that the sensor wire with sn 308415-f is missing from the sensor pod and seal carrier. The problem is confirmed is confirmed because the sensor wire with 308415-f was missing from the sensor pod and seal carrier. Due to the missing sensor wire, the sensor wire is considered detached. The reported event of detached/missing sensor wire is confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the sensor wire was missing. The attempted sensor insertion was at the abdomen. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined.